Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to short v-v intervals and non-sustained episodes. The electrograms showed ventricular undersensing and possible loss of capture on the right ventricular (rv) lead. The physician indicated that the patient was on hospice care and expired on the same day as the alert.